Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient experienced nausea, vomiting and had high blood glucose levels of 29 mmol/l at the time of incident. Subsequently, on (B)(6) 2019 at 1:00 am, she was admitted to the hospital as her blood glucose levels were 29 mmol/l and they continued to rise, also she experienced diabetic ketoacidosis. During hospitalization, the infusion set was removed, and a bent cannula was noticed. The site location was her abdomen and the infusion set had been used for the first day. She received intravenous insulin as corrective treatment. She was admitted for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.